Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used. According to the complainant, the wire inside the handle of the snare was dislodged. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of handle cannula detached the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation found that the flare was detached and the strain relief was curved. The catheter was damaged near the handle, and had marks from the flaring process. The handle cannula was not bent. A functional inspection was not performed due to the flare detachment. The complaint that the device would not retract was confirmed; the detached flare prevented device actuation and may have also caused difficulty removing the device from the endoscope. However, the complaint that the handle cannula was bent was not confirmed. It is likely that anatomical/procedural factors limited the performance of the device during use; therefore, operational context is the most probable root cause of the failures identified during the investigation. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used. According to the complainant, the wire inside the handle of the snare was dislodged. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(6) 2014: it was confirmed that the handle cannula bent out of the handle and was not detached. Difficulty removing the snare through the scope was also experienced. The problem was noticed during the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used. According to the complainant, the wire inside the handle of the snare was dislodged. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on march 24, 2014: it was confirmed that the handle cannula bent out of the handle and was not detached. Difficulty removing the snare through the scope was also experienced. The problem was noticed during the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine.